Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that particulate matter (pm) was around the silicone tubing. The pm was further described as resembling hair, which was loose, black, and outside the fluid pathway. The reported condition was verified. The cause of the reported condition was a manufacturing issue during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a particulate matter inside the packaging. The nurse further reported that they found a hair inside the unopened package. This occurred before use of peritoneal dialysis therapy and the set was not used. There was no patient involvement. No additional information is available.